Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room on (B)(6) at around 9 pm due to high blood glucose. Their blood glucose at the time of the incident was over 600 mg/dl. They had nausea and difficulty breathing. Their blood glucose when they were admitted was 282 mg/dl. They had treated with manual injections while they were given intravenous insulin at the hospital. They were wearing the insulin pump at the time of the hospital visit. The doctors stated that the insulin pump was not functioning properly. They were told to get a new device. Their current blood glucose was 454 mg/dl. Troubleshooting was performed on the insulin pump and insulin exited without incident. The infusion set¿s cannula was not bent. The insulin pump will not be returned for analysis.